Event description:
The customer reported that the defibrillator had a device error service required message with a solid red x in the ready for use indicator. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.